Event description:
The facility reports the cna was putting the lift in the room to move the resident. The sling was placed around the resident that was to be moved. When the cna started to raise the lift to put it into place to lift the resident, she heard a popping sound. The cna asked the resident if she heard the popping sound, and she replied that she did. The cna did not feel good about suing the lift at this point and moved it to the side. When the lift was moved, the hanger bar fell to the floor. The lift did not hit the resident. This was then reported to nursing staff and the lift was placed out of service. No injuries were reported.

Manufacturer narrative:
An arjo investigator examined the device, which was new. There were some scratches on the legs and base. The slings were new and showed no tears or modifications. The lift functioned up and down and the legs opened and closed. The dps did not function at the time of the examination due to the hanger bar being disconnected. The two bolts that hold the hanger bar assembly had come loose. The bolts did not appear to be stripped, and the connector they fit into did not appear to be stripped. The plastic jib cover was broken with the hanger bar separated. The cover did not show paint markings. The manufacturer concludes the fixing bolts for the scale were not properly secured by the person assembling the product in manufacturing. Working procedures in manufacturing have been reviewed and are found to be good. The problem is due to a person / individual not following procedures. The unit is to be repaired and returned to original design specifications. The manufacturer will issue a technical bulletin to identify and check/correct products possibly affected by this type of mistake. The bulletin is expected to be issued during december 2006.